Event description:
An insulet territory manager reported via email on (B)(4) 2013, that a pt was wearing a pod on his upper right arm for 2 days when it began hurting terribly. He removed the device; the site was hot, swollen and oozing green pus. His blood glucose was reading 400 mg/dl, he was sweating and felt nauseated. He immediately called his doctor, dr. (B)(6), who put him on a 7 day course of antibiotics. Today, his upper arm is red, swollen, hurts and there is a very hard nodule where the site was. On (B)(4) 2013, an attempt was made to reach the pt, but there was no answer, so a voice message was left to call us back.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's infection. No qualification and sterilization records were reviewed because no product lot number was reported. The omnipod user guide warns to "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab and keep sterile materials away from any possible germs" and if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."